Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4511, lead, implanted date: unknown (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was no longer functional and measured high threshold. The lead remains in use. No patient complications have been reported as a result of this event.